Manufacturer narrative:
This event has also been submitted to FDA under manufacturer report# 3002808486-2016-00436. All future medwatch reports concerning this event will be referred to in manufacturer report# 3002808486-2016-00436. Manufacturer report #3002808486-2016-00437 and manufacturer report #3002808486-2016-00471 will be closed/cancelled, as patient did not receive the described device. (B)(4). Catalog #: unknown but referred to as a cook günther tulip filter. Expiration date: unknown as lot # is unknown. MFR date unknown as lot# is unknown. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter, on (B)(6) 2009." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook günther tulip filter. Expiration date: unknown as lot# is unknown. Implanted in 2010. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter, cook celect filter, and gunther tulip mreye filter in 2010 at the (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information provided determined that this device was manufactured by cook inc. With the submission of this follow up report, william cook (B)(4) informs that this complaint has been transferred from william cook (b)4) to cook inc.

Event description:
Additional information provided determined that this device was manufactured by cook inc. With the submission of this follow up report, william cook (B)(4) informs that this complaint has been transferred from william cook (B)(4) to cook inc.

Manufacturer narrative:
This event has also been submitted to FDA under manufacturer report# 3002808486-2016-00436. All future medwatch reports concerning this event will be referred to in manufacturer report# 3002808486-2016-00436. Manufacturer report #3002808486-2016-00437 and manufacturer report #3002808486-2016-00471 will be closed/cancelled, as patient did not receive the described device. (B)(4). Catalog #: unknown but referred to as a cook günther tulip filter. Expiration date: unknown as lot # is unknown. MFR date unknown as lot# is unknown. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2009." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.